Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. The patient was connected to the amia device and "went a bit to far and it pulled the tube". The "section with the twist clamp, main body and female connector came completely away from the tube but remained attached to the dialysis patient line on the machine". The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The tubing to patient connector only was received. A visual inspection with the naked eye noted the tubing separated from the set. There were markings on the tubing indicating the tubing was assembled to the set. The reported condition was verified. The cause of the condition could not be determined; however, a strong tug on the tubing or patient adapter would cause the tubing to be separated from the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.